Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left superficial femoral artery (sfa) using an indigo system separator 6 (sep6). During the procedure, the physician administered 4 milligrams of tissue plasminogen activator (tpa) to the vessel. While using an indigo system aspiration catheter 6 (cat6) with a non-penumbra sheath, the physician noticed the cat6 was getting clogged up with thrombus. Therefore, the physician decided to use an indigo system separator 6 (sep6) to assist the cat6. However, upon advancing the sep6 into the cat6, the physician experienced resistance and was unable to advance the sep6 out of the distal tip of the cat6. Therefore, the sep6 was removed and the tip of the sep6 was found to be stretched but intact. The procedure was completed using a new sep6, the same cat6 and the same sheath. There was no report of an adverse effect to the patient.